Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the stapler tip would move sideways drastically and made it difficult to remove the stapler. The surgeon straightened the tip prior to attempting removal. This incident occurred on two separate procedures. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The unit was tested on an in-house system in normal mode with error 23008 p1=0x8 showing during the instrument testing. The unit was also tested on a psc fixture test platform (pftp) failing carriage sensors check on degree of freedom (dof) 9. The carriage instrument sterile adapter (isa) board will be replaced as a fix.